Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "it was observed on the inferior quadrants at right, linear echogenic images on the implant interior. Associated with presence of liquid peri-implant with debris of permeation".

Event description:
Patient reported right side "rupture proved in breast MRI", ¿implant shows signs of discontinuity of the shell, with only partial collapse of the shell, indicating rupture, with no characteristic signs of extracapsular extension of the silicone", and "also mentioned the recall", "it was observed on the inferior quadrants at right, linear echogenic images on the implant interior. Associated with presence of liquid peri-implant with debris of permeation." This is for the right side device. The device remains implanted.